Event description:
It was reported that the patient presented to the emergency department as inappropriate shocks were delivered. It was noted that there was t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was performed as a result. The lead remains in use. No further patient complications have been reported as a result of this event.